Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy the final solution bag had come loose from the final line. This event occurred during dwell six of six. The patient was connected at the time of the event. The registered nurse (rn) confirmed the final bag was completely empty. The technical service representative (tsr) advised that the patient needed to end therapy on the homechoice. The tsr advised the rn to have the patient complete therapy utilizing manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.